Event description:
Follow up information was received on 19 feb 2016: a physician was following this case. The physician reported that the patient experienced small region with erythema, central with depression and achromia. The physician planned to treat the patient with specific laser for erythema and make a superficial filler to correct depressions.

Manufacturer narrative:
The device history record for the reported lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) male patient who was injected with a total of 2.8ml of radiesse into nasolabial folds and submalar area (pre-jowl sulcus) for facial filling, on (B)(6) 2015. The patient was injected with 0.6 ml into nasolabial folds and 2.2 ml into submalar area (1.3 ml into the right and 1.5 ml into the left side, respectively). On the same occasion, the patient was concomitantly injected with modelis into malar and temporal region for facial filling. On (B)(6) 2015, after the radiesse treatment, the patient experienced pain and edema on the right jowl. On (B)(6) 2015, the sales representative saw the patient and she saw that he had a change in the right jowl region. The patient had not complained of anything spontaneously, but the sales representative asked for permission to take a picture that she would sent to company's medical manager (cmm) and the physician who applied the product. The cmm raised the hypothesis of right facial artery occlusion and ischemia of the skin of the area. The physician was in doubt between an ischemia and a hematoma, based on the photo. The cmm asked the physician to contact the patient. The patient was calm and reported that he experienced a slight pain beginning after injection. The physician requested new photos, and based on those, she made a hypothesis of hematoma. Due to the presence of erythema in the region, she suspected an associated inflammatory process and introduced oral corticosteroids. The next day, on (B)(6) 2015, the physician contacted the patient and he sent another photo showing ulceration of the affected area. The physician then concluded that it was a case of ischemia by occlusion of the facial artery and necrosis of the overlying skin. Corrective treatment included acetylsalicylic acid, 200 mg daily; pentoxifylline, 400 mg every 8 hours and topic regederm. On (B)(6) 2015, the patient sent new pictures, showing an increase of ulceration. On (B)(6) 2015, the doctor conducted evaluation of the patient and found improvement in the event, with granulation tissue formation at the base of the ulcer, and improvement of pain. Corrective treatments and photographic monitoring were continued. No systemic antibiotic was prescribed. On (B)(6) 2015, the patient was satisfied with the treatment and remained quiet. On (B)(6) 2015, the cmm informed the company that the medical treatment was necessary to avoid worsening of tissue necrosis, and therefore preventing the occurrence of permanent unaesthetic scar. The outcome of the events of pain and ulceration was considered as resolving. The outcome of all other events was reported as not resolved. In the opinion of the reporter the events were of severe intensity, not life-threatening, and related to the radiesse treatment. Follow-up information was received on 10-dec-2015: the patient was reported to be non-smoker. The patient's medical history and further concomitant medications were reported as none. As stated by the physician, an area of hematoma was circled by an area of hyperemia with an aspect of suffered skin. It was additionally reported that the patient had been initially treated with predsim 20 mg once daily. The circled area (3 cm wide in diameter) evolved to scarification. As previously reported, the patient was given topical regederm to improve the scar healing and pentoxifylline 400 mg every 8 hours. The lesion improved and the there was only a white spot on skin due to the scar healing process. Thus, the outcome of the events was changed to resolved with sequelae. Follow up information was received on 16-dec-2015: sales representative reported that dr. (B)(6) are following the case. They prescribe for the patient: reparil diethylamine salicylate+ escin ) gel, spf 90 and polypodium leucotomos (250mg)+lutein(5mg)+ pycnogenol(80mg)- oral- 1 tablet/day.